Event description:
Rptr had breast augmentation surgery on 2/13/81 for cosmetic reasons. She has multiple problems. Rptr would like to help with research pertaining to breast implants. Rptr advises that physicians order an MRI with coil instead of mammograms which can rupture the implant.